Event description:
The customer reported that prior to use on a pt the iabp generated an "electrical test failure code #50" (motor speed out of specification) alarm and an "electrical test failure code #51" (adjusted motor speed out of specification) alarm. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company observed the failure codes in the fault log. The company representative replaced the motor control circuit (part number: 0671-00-0004). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).